Event description:
Instead of lps 1987-25-417 cemented stem str there was porocoat in the packing. This resulted in a 30-minutes surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.